Manufacturer narrative:
The customer did not return the handpiece; however, the broken probe was returned to olympus for evaluation. The customer¿s complaint was confirmed. The probe tip is detached from the distal end. The broken probe portion measures approximately at 0.66.¿ there was foreign material noted, consistent with use. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the probe broke off and fell into the patient. The device fragment was retrieved. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.